Manufacturer narrative:
Correction: - upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received notes that there was no product malfunction. The wireless communication problem was attributed to a server update and has now been resolved. The complaint is not associated with the product and there is no allegation of a malfunction, then it is a non-complaint.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, the loop recorder was observed to not have communicated in over 30 days. The issue is being investigated by the clinic. The patient is stable.